Event description:
Customer reports that pins 3 from the left and 2/3 from the right side of meter are blackened. No evidence of melting or burning reported. No injuries reported. Requested return of suspect device and replacement was sent.